Event description:
It was reported that on 02/08/2012, the patient underwent a stenting procedure with placement of a 4.0 x 18 mm xience prime stent in the left main artery and a 2.75 x 18 mm xience prime stent in the proximal circumflex artery. On (B)(6) 2014, the patient experienced chest pain and was re-hospitalized. Cardiac enzymes, troponin, were elevated and electrocardiogram noted st changes. A non-st elevation myocardial infarction (nstemi) was diagnosed and diagnostic angiography was performed on (B)(6) 2014. In-stent restenosis was noted in the xience prime stents and coronary artery bypass graft (CABG) was performed. Patient's condition is stable and was discharged on (B)(6) 2014 to a rehabilitation facility. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. The reported patient effects of angina, myocardial infarction and restenosis, as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) are known patient effects that may be associated with the use of coronary stents. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.